Event description:
Procedure: gastric bypass. Reportedly, the reload on the instrument was closed and fired, upon opening the jaws, the black knob broke and the jaws could not be opened. The instrument had to be cut off and the surgeon sutured the remaining pouch. Patient status unknown at this time.